Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: d4. A getinge field service engineer (fse) was dispatched to investigate the issue. It was found that the fiber optic error occurred after the unit was updated to d.01. The fse replaced the fiber optic cable. The fse could not replicate the battery or augmentation failure. The unit passed all functional and safety tests and was returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) battery is alarming that it needs to be reconditioned, the optical port is not working intermittently, and augmentation remains at ¿min¿ even when the balloon is attached. Per previous communication from the company, once the balloon is attached this should increase to max. However when recently used we had to increase the augmentation pressure manually. There was no patient involvement.